Manufacturer narrative:
Eval summary: the iab was returned intact for eval with both membrane retainers noted to be in place over the folded membrane. Neither the iab blister tray nor the retainer clips were noted to be present with the balloon catheter. Blood was noted on the exterior of the iab. As a test, a lab iab blister tray and retainers clips were obtained and the returned catheter was positioned properly within the tray. Per datascope's instructions for use, a vacuum was drawn and maintained on the iab within the lab blister tray. The folded membrane was easily pulled from the membrane retainers (leaving the membrane retainers and clips in the tray). No difficulty was encountered. No defect was found in the membrane retainers or folded membrane. Probable cause of difficulty: based on the examination of the iab and the membrane retainers, no defect was found which would have contributed to the reported difficulty. Unfortunately, it was not possible to verify the reported difficulty in the lab due to the absence of the original blister tray and retainer clips. In general, difficulty removing the iab from the blister tray may be attributed to one or more of the following: a sufficient vacuum may not have been drawn and maintained on the folded membrane. The iab may not have been pulled straight out from the tray retainers. Datascope's instructions for use state the following: a. Remove the tray from the inner wrap. B. Remove only the extracorporeal tubing from the tray. C. Connect the sterile one-way valve to the iab male luer fitting. Connect the 60 cc syringe to the one-way valve. D. With the syringe, slowly aspirate at least 30 cc. Remove the syringe, leaving the one-way valve in place. E. Remove the iab by lifting the y-fitting and catheter from the tray and withdrawing the balloon from the protective sleeves. Pull the balloon straight out of the sleeves through the slot provided in the tray. The sleeves and clips will remain attached to the tray. Although conjectural, if the user pulled the iab out from the tray on a sharp angle, this would have cause the retainer clips to "pop out" of the tray leaving the user with the balloon membrane still encased in its plastic retainers (as in this case). (This follow-up MDR was mailed to the FDA on 6/19/98).

Event description:
The dr had difficulty removing the iab from the blister tray retainers. The iab was not used. A second iab was inserted into the pt. On 6/4/98 it was reported that there was no pt injury or complication as a result of the event. Another iab was inserted into the pt. [Event complications]: unk-reported 4/10/98; none-rpt'd 6/4/98. [Pt's current status]: unk0rpt'd 4/10/98.